Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that the 840 ventilator was inoperable while on a pt. There was no pt harmed or injured as a result of the event. Covidien troubleshot this issue with the customer and suggested the breath delivery unit (bdu) printed circuit board (pcb) be replaced. Covidien was not authorized to svc the device.